Event description:
The customer reported via phone call that they had to change the battery six times on the insulin pump. Customer stated they had to reprogram the time and date each time they replaced the battery. The customer also reported a battery out limit alarm occurring. It was also found the insulin pump was blank although the battery was replaced. The customer's blood glucose was 60 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.